Event description:
It was reported that a plum 360 failed to alarm, and air was delivered instead of the infusion to the patient. In addition, an email was received with medwatch, MDR report#: mw5169413, attached stating that one liter of normal saline was in the intravenous (IV) bag being administered, and the pump did not alarm that air was present in the cassette. Air was infused into the patient. The nurse abruptly stopped the pump, and vital signs were obtained, which were within normal limits. The nurse consulted the order provided, and oxygen (o2) supplementation was placed on the patient. The original tubing used when the pump did not alarm was connected to another pump, which immediately alarmed. They concluded that the error was the cause of the pump, and the patient was closely observed. There is no additional information available at this time.

Manufacturer narrative:
Ran the 400/50 run-in test with no errors. Tested with the proximal air and distal air cassettes and passed both performance verification tests (pvt). Ran the delivery accuracy test and passed the test with 20.6 ml delivered. Ran a test to induce the air on the a side, running at a rate of 999 ml/hr. Volume to be infused (vtbi) 1000, after 5 minutes, invert the bag. Inverted the bag at 117 ml, and the device audibly alarmed with a proximal air message when the cassette chamber filled with air. Review of the log showed the device alarmed with n230 proximal air in line a back prime. The device passed the protocol. Ran the same test on the b side, running at a rate of 999 ml/hr. Vtbi 1000, after 5 minutes, invert the bag. Inverted the bag at 85.4 ml device audibly alarmed with a proximal air message when the cassette chamber filled with air. Review of the log showed the device alarmed with n231 proximal air in line b back prime. The device passed the protocol. Was unable to confirm the customer¿s complaint of the device not audibly alarming, allowing air to go undetected past the cassette and to the patient. The device audibly alarmed during each test with proximal air in line a/b. The device did not allow air to pass through the distal tubing. Probable cause was not found. The pump was received with a non-ICU battery. Changed the battery and pressed the change battery softkey.